Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the sdi (serial digital interface) gave no output even upon swapping the cables during endoscopy procedure. The procedure was completed using the same device. There was no patient injury reported.